Event description:
It was reported that the patient was unable to set the system into MRI mode. Impedance check revealed high impedances on both the leads. As such, surgical intervention took place wherein the leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.